Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) impedances of greater than 2300 ohms during a recent device change out procedure. The oor impedances were seen on both the chronic device as well as the newly implanted device. Attempts to remove and replace this lead were unsuccessful, so an additional lead was placed off label in the rv and put in the left ventricular (lv) port of the device. The patient also had some instances of ventricular tachycardia (vt) as well as oversensing of the right atrial (ra) lead. The output settings on the new device were optimized to alleviate any further sensing issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.